Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 55-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the electrode pads and correcting information submitted on the initial medwatch report. Please reference section d4 (lot # and expiration date) and h4. Evaluation: zoll medical corporation evaluated the electrode pads and the customer's report was not replicated or confirmed. The electrode pads weres put through ECG functional testing and adhesion pull testing without duplicating any abnormalities. The returned pads were scrapped after testing. A replacement set was sent to the customer. No trend is associated with reports of this type.